Event description:
The clinic reported that a laser vision correction patient presented with trace of diffuse lamellar keratitis in left eye one day post operation. Account reported there was no loss of best corrected visual abuity (bcva) and they increased the pred-forte (topical steroid dosage and taped the eye as scheduled). Patient had no complaints and was asymptomatic. They reported that patient was going to return in 3 weeks or sooner if problems worsen.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. It was reported that patient was going to return if problems continued however, abbott medical optics has not received information that patient returned or that condition got worse. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation? Yes. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.